Manufacturer narrative:
(B)(4). Review of lot f1731702, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) 5f failed to deploy the sealant. The vcd was being used in conjunction with a 5f procedural sheath introducer for left femoral arterial closure following a diagnostic peripheral procedure. The vcd was used per the instructions for use. During the deploy sealant step, the procedural sheath was withdrawn from the patient¿s tissue tract, at which time, the vcd shuttle tube, advancer tube and plug (sealant) all came back together. The vcd balloon was deflated and the vcd was removed from the patient. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient was noted to have recovered.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) 5f failed to deploy the sealant. The vcd was being used in conjunction with a 5f procedural sheath introducer for left femoral arterial closure following a diagnostic peripheral procedure. The vcd was used per the instructions for use. During the deploy sealant step, the procedural sheath was withdrawn from the patient¿s tissue tract, at which time, the vcd shuttle tube, advancer tube and plug (sealant) all came back together. The vcd balloon was deflated and the vcd was removed from the patient. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The procedural sheath and syringe were returned separately from the device. The sealant was observed on the catheter, approximately 141 mm from the balloon proximal tip. The sealant sleeve was fully retracted. The catheter, the shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Leak testing was performed on the balloon of the returned device by using an in house syringe and found no leak in the balloon. The balloon was fully inflated with water and the inflation indicator performed as intended. Shuttle down step was also simulated and the advancer tube was properly engaged to the proximal tamp lock. No anomalies were observed. Review of lot f1731702 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as a mynxgrip vascular closure device (vcd) 5f failed to deploy the sealant was confirmed. Based on the information provided and the investigation performed, the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, it cannot be conclusively determined why the shuttle down step could not be completed. The returned device performed as intended per the mynxgrip instructions for use (IFU). Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.